Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon completion of investigation.

Event description:
It was reported the battery was showing premature depletion. The device was explanted and replaced on (B)(6) 2019 without any adverse patient effects. The device is expected to be returned for analysis.

Event description:
It was reported during ongoing use, the device was exhibiting premature depletion. The device was explanted and replaced without any adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.